Event description:
The customer reported that the buttons were falling off the bezel. No pt impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.